Event description:
It was reported that the left half of the bottom display on the external pulse generator was missing pixels. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification. Analysis also found that the upper and lower case, two side bail covers, the ring cover and the battery drawer were broken, that the battery release, heart block, lead flex cover and release spring were contaminated, as well as that the two side bails, ring and battery drawer o-ring were missing.